Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6).

Event description:
The initial reporter received questionable bil-d gen.2 assay results from multiple patient samples tested on the cobas c 503 analytical unit. The following examples of discrepant results were provided: on (B)(6) 2026: patient sample 1: the initial result from the analyzer was 1.18 mg/dl. The repeat result from a cobas c 703 analyzer was 0.142 mg/dl. The repeat result was deemed correct based on the patient's diagnosis and medical history. On (B)(6) 2026: patient sample 2: the initial result was 0.671 mg/dl. The repeat result was 0.243 mg/dl.